Event description:
It was reported to the manufacturer that a trilogy ev300 ventilator was alleged to have a "valve issue" there was no harm or injury report. The reporter alleged the unit was not able to maintain pressure with possible leaks in the valves. The report also stated the tubing has gone yellow/green in color. During evaluation by the philips field service engineer, the device failed pre-testing for active exhalation verification failure. The proportional and 3-way solenoid valves were replaced to address the issue. After repair, the system met the specification for the performed service and was returned to use.